Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death, worsening heart failure, renal dysfunction, infection/sepsis, respiratory dysfunction and arrhythmias are known potential complications that may be associated with use of this product and in patients with heart failure. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient was re-admitted to hospital with renal failure and heart failure exacerbation on (B)(6) 2016. By the next day, the patient developed cardiac arrhythmias (sustained supraventricular) and respiratory failure. The patient's condition necessitated hemodialysis, re-intubation and mechanical ventilation. In addition, the patient underwent a right cardiomyotomy with lead extraction and a tracheotomy. During his 43 day admission, the patient was noted to have required 38 days of hemodialysis and 40 days of mechanical ventilation. On (B)(6) 2016 the patient is reported to have developed bacterial driveline and pump pocket infections and line sepsis. This event was treated with intravenous antibiotics and with an unspecified surgical intervention. The patient's condition appears to have failed and progressed to irreversible septic shock and support was withdrawn and the patient expired on (B)(6) 2016. The cause of death was reported to be related to the patient's heart failure exacerbation and septic shock. At the time of the event, the hvad device was reported to have been functioning normally. The primary investigator reported that the event was unrelated to the hvad device.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome related to the event are the progression of the patient's heart failure and development of multi-organ failure. Of note, the primary investigator reported that the events were related to the patient's condition and unrelated to the hvad device. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the cause of death was sepsis complicated by multi-organ failure. An autopsy was not performed. The primary investigator reported that the patient's arrhythmia, renal dysfunction, respiratory failure and death were unrelated to the hvad device and related to the patient's condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.